Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer has been receiving suspends on their insulin pump. The patient's blood glucose was 135 mg/d at the time of the call. The customer stated that they calibrate 5 times a day, but was advised to only calibrate 3 to 4 times a day instead. No further information was provided.